Event description:
It was reported that patient underwent right total knee arthroplasty approximately twenty-five (25) years ago. The patient alleged that she is experiencing pain and that her knee has never been good. There has been no revision procedure reported to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Product / lot code / expiration date. Date of implant. PMA/510(k) number. Manufacture date.